Event description:
The manufacturer received information regarding a ds2 adv auto CPAP alleging the display screen started to flash and observed a strong smoke odor coming from the device. Additionally, the unit displayed the service required message and would not turn on. During the evaluation of the device at the product investigation laboratory (pil), a dust-like contaminant on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, and bottom enclosure was observed. Dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, and water tank. The ui ribbon cable and iso port appeared to have burn marks on them, likely due to a thermal event on the pca. The pca appeared to have corrosion to it, along with thermal damage to the q3, likely due to liquid ingress to it. Hair-like particles were observed on the bottom enclosure. Using the power supply and power cord returned with the device, pil was able to confirm the device powers on, but rebooted while attempting to start therapy. The device's event log was reviewed and 16 instances of e-15 (err_cycle_handler_overrun) and 2 instances of e-400 (err_message_crc_failed) were found. These errors were not reproduced with continued usage and did not impact this investigation. Care orchestrator data was not available for download. The investigation was able to confirm the complaint of a smoke odor, but a service required message did not appear on the display. Additionally, the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.